Event description:
It was reported that a tecnis eyhance intraocular lens (iol) haptic was broken and the lens was not implanted. There is no harm or injury reported. No further information was provided.

Manufacturer narrative:
Pt. Info.: unknown as information was not provided. Date of event: unknown as information was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, as the lens was not implanted. The intraocular lens (iol) has not returned for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 2/28/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received cut in half with a detached haptic. Based on the definition of haptic damaged provided in amo-04-d024 (rev. 7), the complaint issue cold not be confirmed. However, haptic detached is similar to haptic damaged, this issue may be attributed to removal and cannot be confirmed to be related to a manufacturing or design issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.